Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the images were loaded into the system, they were backwards (left was right and right was left). The surgeon had to change it prior to moving forward. The surgeon was asked not to change the orientation, but move forward in the software and then move back and the orientation should go back to what it was downloaded as. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This issue is consistent with the following known software issue that was fixed in the 1.2.0 release. If information is provided in the future, a supplemental report will be issued.